Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, occlusion of a stent occurred. A taxus express2 drug eluting stent, unk size was implanted. Six months later the pt was admitted to the hospital and was found to an occluded taxus stent. The pt underwent angioplasty and required a four day hospitalization. Add'l info regarding this event has been requested.